Manufacturer narrative:
The surgical procedure was completed as intended with only a 30-45 min delay. The patient was closed following placement of the baseplate but surgery was finished without screws the surgeon intended to place due to screw seating issue.

Event description:
Case was planned to use 5.0-mm and 3.5-mm diameter locking screws. The 5.0-mm screws did not fit intraoperatively and the surgeon was only able to implant one out of five of the 5.0-mm locking screws. The surgeon was able to implant all three 3.5-mm locking screws.